Event description:
The customer reported air/water flow issues were observed during reprocessing following a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the nozzle. This report is being submitted for the malfunction found during evaluation (clogged nozzle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a solid material whose origin could not be identified and removed was partially clogging the nozzle due to insufficient reprocessing. In addition, the insulation resistance at the distal end was out of specification, the light guide lens cover was cracked, the charge-coupled device cover lens was cracked, the adhesive on the bending section cover was separated and worn, the connecting tube was scratched and peeling, switch 1 was scratched, and angulation was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the clogged air/water (a/w) nozzle. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the foreign material was not removed during reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual_ precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.